Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.) The event can be prevented by following the instructions for use (IFU) which state: "before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the ceramic tip was broken off. In addition the cap was missing and the tension ring was noted to be from a third party. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus the ceramic tip was broken on inner sheath, for 26 fr. Outer sheath. The malfunction was found during reprocessing after the procedure. The patient was not under sedation and there was no delay. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.